Event description:
Per the audiologist, the patient reported pain around the transmitting coil when the cochlear implant was activated. The pain sensation persisted even when he was not wearing the processor. A surgeon's examination of the patient's skin found no symptoms of infections, rashes or abnormalities. In 2008, the surgeon reported that the patient underwent IV antibiotic treatment for a wound infection a week after the previous clinic visit and that the infection had "nearly subsided."

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.